Event description:
Note: the date of the event is unk. It was reported to boston scientific corporation in 2008, that a bagley stone retrieval helical basket was used during an ureteroscopy procedure in the previous month. According to the complainant, during the procedure, the physician grabbed the imbedded stone with the basket and pulled out the stone along with the ureter. Laser had not been used. A surgical attempt was made to repair the ureter, but was unsuccessful. A nephrostomy tube was placed to drain the kidney. The pt was reported as fine following the nephrostomy placement and was discharged to home. The pt is currently seeing an unk specialist at another facility where an autologous graft is intended to repair the ureter. Despite multiple attempts, there is no further info available.

Manufacturer narrative:
The device was reported as disposed of by the facility; therefore, a failure analysis is not available, and the relationship between the device and the cause of this event is undetermined.